Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot#: v120752, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 28-may-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the system was removed because it wasn't working since implant. However, during the explant, the lead "snapped" and part of it remains in the patient. The report of system not working. The caller stated that patient reported the system never worked for them. Troubleshooting was not required. The issue was not resolved through troubleshooting.